Event description:
On (B)(6): customer reports via phone that during an undetermined urology procedure, the staff moved the table into the trendelenburg position, and the table froze in that position. Staff were able to remove the patient from the table onto a stretcher without incident, and move to another room where procedure was completed without further incident. Customer did not provide patient and procedural information. No reported injury.

Manufacturer narrative:
Customer reported to covidien technical support that the table was stuck in the tilted position. Technical support evaluated system with customer who could not move table with the handswitch, and had advised them look at the table message center display. The customer reported the display indicated the table had a collision with the monitors, technical support advised them to position the monitors back to the home position. After customer homed the monitors, the table resumed normal tilt function. This was operator error, as the system was fully functional. The system is designed to stop movement when the collision sensors indicated the table is too close to an obstruction such as table monitors. In this regard, the table functioned as designed.